Event description:
It was reported that the device alarmed force sensor error. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair. Visual and functional testing were performed. Tamper seals were removed/broken. Plunger cases were cracked and plunger seals were missing. The force sensor test error was observed in the event history log. The technician performed power up process, checked and test force sensor readings. Force sensor readings were within the required specification, however, the technician noticed the cable was starting to rip away from the force sensor. The root cause of the reported issue was found to be the most likely caused by the cable being partially ripped away.the technician was unable to reproduce error, and original error was cleared before pump was returned by customer entering passcode. The technician replaced damaged force sensor. Performed force sensor calibration and all functional tests.